Manufacturer narrative:
(B)(4). Additional information was received indicating the patient elected to not have the device replaced at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had been lost to follow-up. The device was interrogated and found to be at end of life (eol). Additionally, a message was displayed indicating a charge time out had occurred. Boston scientific technical services (ts) discussed replacing the device. No adverse patient effects were reported.